Manufacturer narrative:
The complaint of a leak in the catheter is confirmed and will be reported as user related. Returned for evaluation is one assembled 4 fr groshong catheter. During functional testing a leak was observed emanating between the 32 and 33 cm depth markers. The leak site is < 0.2 inches in length. The slit edges are sharp. The tubing surrounding the leak site is unremarkable. Applying tension causes the edges to gape revealing granular walls. The depth of the edge walls is uniformed throughout the circumference of the slit. The characteristics of the damage found on the complaint sample are features usually associated with burst damage secondary to over-pressurization. During functional testing the catheter was found to be occluded. The occlusion is located between the manufactured tungsten plug and the 7 cm depth marker. Attempts to clear the occlusion were unsuccessful. There is no evidence of a manufacturing defect with the returned catheter. This may be a user maintenance issue. The product IFU gives descriptive information on flushing techniques. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
PICC-line failure with a groshong 4f. The patient had the PICC for one month from (B)(6) 2011. The problem was that the catheter had a leakage distal part of it, but under the skin so the result was that a leakage subcutaneous. The patient had a lot of medication all of them in the PICC. Structokabiven with tracel, soluvit and vitalipid. Glucos 5 percent with electrolytes. Ringer-acetat, inj furix, inj meronem, inj tavegyl.